Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device had lock/latch sensor defective" was confirmed through latch lock test. The probable cause was a defective latch/lock sensor. The latch lock sensor and latch lock mechanism were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device had lock/latch sensor defective¿; during device evaluation it was found the latch/lock sensor was defective. It was observed during testing and there was no patient involvement or harm.